Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that re calibration failure which is tracked the medtronic navigation software anomaly tracking database. A software failure was confirmed. Pli software analysis for inaccuracy issue were unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site grey suretrack was showing several centimeters above the anatomy. The driver attached to it was about 12-14 inches long, and they had re-calibrated the suretrack after swapping instruments. All other instruments tracked accurately. The health care professional (hcp) was not willing to re-calibrate again at that time. The hcp forwent the use of the suretrack, but continued to use navigation with another instrument. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.